Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based off the patient's fact sheet it is alleged that the patient suffered an infection, however, there is no information provided in the patient's medical records to support the claim of infection. Infection is listed; however, as a known possible adverse reaction listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2003 - patient was implanted with a bard/davol flat mesh during a total abdominal hysterectomy and bilateral salpingo-ooprectomy, enterocele repair, uterosacral vaginal vault suspension, burch bladder neck suspension, posterior colporrhaphy, and cystoscopy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.